Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in (B)(6).

Event description:
It was reported that approximately 3 years post op, the patient underwent a revision due to pain and proximal subsidence of the femoral component. During the revision, it was noted that the femoral component was intended to be used with cement, and there was no cement used in the initial surgery. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Information received reports that the cemented implant was implanted without bone cement. Per the package insert, the device is intended for cemented use only as stated on the label. Additionally, it was reported that the patient experienced multiple traumas that may have contributed to the post-operative complication. Based on the information provided, the root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.